Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements. There were no adverse patient effects reported. This rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).